Event description:
Customer reported via phone, the buttons on the insulin pump unresponsive. She was changing her infusion set when she noticed the issue. Customer's blood glucose was 514 mg/dl. Customer was able to rewind but when she pressed the act button the device does not respond. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive button due to flattened button dome switches. The functional testing could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, broken reservoir tube lip and a stained end cap sticker.